Event description:
Reporter had lasik. Reported signed a waiver - but dr. Said it was safe and reporter would not have dry eyes. Reporter had blurry double vision, black things floating around, aching and burning in their right eye immediately after the lasik. Reporter went to dr half a dozen times over a year, and she has told them over and over that nothing is wrong due to the lasik. In desperation, reporter went to a dr. In another city and was told they have scarred cornea and debris from the lasik. For almost a year after the lasik reporter suffered with double vision in their right eye, and the glasses dr. Prescribed did not correct it. Another dr. Prescribed the proper lenses that corrected the double image. Reporter knows things can go wrong but their surgeon has still not acknowledged that lasik harmed them nor told them what happened to cause their cornea scarring. She just says reporter can read the eye chart and nothing is wrong. So reporter is left with refractive error and hurting eye. Reporter asked the center to pay another dr to try to help them, but they do not reply to them. Reporter would feel better if their surgeon and center would just say what happened and try to help them, but they do not. Rather than just handing pts a waiver to sign and saying there is a remote 1% chance something can go wrong, doctors should explain the serious complications beforehand. Further, they should not be allowed to abandon the pt who needs help after failed lasik surgery.